Event description:
It was reported that the patient's atrial lead exhibited high capture threshold. Lead dislodgement was suspected. X-ray was performed and no anomalies were seen on image. The reported lead was explanted and replaced on (B)(6) 2024. There were no patient consequences.